Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of da vinci-assisted cholecystectomy surgical procedure, while the scrub was setting up to attempt to cover the monopolar curved scissors (mcs) instrument with the cover, the mcs tips would not close to let the cover slide in. The procedure was completed with no patient harm.